Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation omsc checked the subject device and found that the reported phenomenon could not be duplicated. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. Omsc presumed the following possible causes. * since scratches, marks, deformations were confirmed at the electrical contact part of the scope connector unit, a defect occurred temporarily in electrical contact. * since scratches, marks, deformations were confirmed at the tip of the scope, mechanical load was applied on the image sensor that was in the tip of the scope, then the electrical contact state and image output signal became unstable temporarily.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the procedure, an image abnormality occurred. By removing and inserting again the scope, the scope was restored temporarily but an abnormality occurred immediately. The intended procedure was completed with another device. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s190 and clv-s190.